Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that incorrect data was displayed for customer¿s total daily basal rate. The customer's blood glucose was 100 mg/dl. Tandem technical support confirmed basal rates were recorded in the pump history. Customer continued to use the pump for insulin therapy.